Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 249 mg/dl at the time of the incident. Customer stated that reservoir compartment damaged and not able to remove the reservoir out the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, insulin pump received with partial broken reservoir tube lip and dog chew marks. P-cap locks into the reservoir compartment properly noted.